Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. Analysis was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and missing o-ring reservoir tube.

Event description:
The customer reported via phone call that a part in the reservoir compartment where the reservoir was missing. The customer's blood glucose was 191 mg/dl at the time of incident. The customer also reported that the o-ring was missing. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.